Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump squirted out sometimes during priming. The customer's blood glucose level was unknown at the time of the incident. The customer stated he would wake up with low blood glucose levels and would go up and down. The customer also reported unexplained no delivery alarms, rewind was slower, rejected new batteries, and insulin pump became unresponsive, and had to take battery out. Troubleshooting was not completed due to the customer declining at the moment. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. Device primed properly. No unexpected rewind anomalies noted. No unexpected failed battery test anomalies noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed self test. (B)(4).